Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow-up in clinic, inappropriate mode switching was observed due to far-field r wave oversensing. Patient was asymptomatic. Programming changes were made. The patient was stable at the time of the call and will continue to be monitored.